Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl). Reportedly, the customer's basal rate on pump was increased prior to event. Customer treated low bg level with glucagon. Recommendation was made to discuss pump settings with health care provider.